Manufacturer narrative:
Event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hst iii system (3.8mm) has a defect. The seal was not retracted during loading and could not be used. New device was used to complete the case. No delay. No harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/06/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. Signs of clinical use and evidence of blood was observed on the loading device. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000362951 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.